Event description:
It was reported that during surgery there was no flow of csf or saline through the valve. There was no pt impact.

Manufacturer narrative:
(B)(4). The valve was patent, and passed leak, siphon and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.